Manufacturer narrative:
Due to character limitation, event site full name:(B)(6) initial reporter full name: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had auto fill failure.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had auto fill failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g3, g6, h2, h3, h6 (health effect clinical code, health effect impact code), h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - f11 and f13 (incorrectly submitted in initial emdr. These fields must be blank), h6(medical device ¿ problem code). Despite good faith efforts (gfes), no new information for completed repair has been provided. The fse provided which parts are needed for repair but the customer has not approved po. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.